Event description:
12mm cook balloon (during right femoral artery angiogram) couldn't be withdrawn fully after use to dilate a stent already placed. The distal tip tore a 9fr other MFR's sheath. Despite multiple attempts to fully deflate balloon, it would not deflate. Balloon and sheath were removed. Bleeding ensued, groin pressure applied for over ninety minutes. Surgery crew on call but bleeding stopped with pressure prior to surgical intervention. Immediate hematoma developed. Pt again developed increased bleeding post procedure. Still hospitalized 9/18/97.